Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: could issue stop an active infusion?: yes did issue stop an active infusion?: yes could result in an over/under infusion?: yes did it result in an over/under infusion?: no could issue prevent infusion startup?: yes deep clean pins and mechanism placed pump in bring up mode and sent to the test line passed all stations of the test line front housing a" final acceptance provisioned pump to 08 server pump failed heratherm test - tubing set problem sent back to investigations ran test infusion with htm test set up @ 250ml/hr for 15 minutues - ran with no issues needs new pneumatics replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing a" final acceptance provisioned pump to 08 server sent to heratherm loaded into heratherm @16:00 and (B)(6) 2025 24 hour dwell - complete lvp burn-in test - pass accuracy test - pass electrical safety test - pass provision pump to mayo server return to service work order type corrective maintenance order description ticket states problem cause "broken - 'service needed'" resolution code equipment failure resolution detail resolved without parts question 1 was there any injury/adverse reaction (yes, provide details, no, unknown)?:n question 2 did the issue stop an active infusion (yes, no, unknown)?:n" unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.